Event description:
Reported events of "upper abdominal discomfort", and "eroded and partially penetrated gastric band in the fundus of the stomach", and "minimal hemorrhage" [sic] within one pt from poster presentation: "removal of intragastric eroded lagb by using mechanical lithotriptor", journal of gastroenterology and hepatology, (october 2013) vol. 28, supp. [3], pp. 269-269.

Manufacturer narrative:
Taper unk. No contact info was provided for the reporter of the complaint. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, hemorrhage and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion". "Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract". "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". "Caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroid anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion". Device labeling addresses the reported event of hemorrhage as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound". Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain".